Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient four days after implant that they were feeling sensations like hiccups. This report was confirmed by the patient's clinic as part of follow-up to determine there was diaphragmatic stimulation associated with both the right ventricular (rv) lead and left ventricular (lv) lead. The pacing outputs were reprogrammed at that time to address the diaphragmatic stimulation and the patient's clinic confirmed it was resolved. The patient also referenced a potential loose lead but the patient's clinic indicated there was no concern related to the implanted leads. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.